Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products, there have been further complaints reported with this failure mode in the past three years. As no product could be returned, a thorough evaluation of the device could not be carried out. The device was intended for use in treatment. A potential root cause for this problem is that there is an air leak with in the device. This can be caused for a number of reasons including; dressing not applied properly, without creases and fixation strips. Filter/port not adhered to dressing correctly. Connector not correctly fastened and secured to the pump. Tubing trapped, folded over/kinked causing a blockage. Dressing integrity has been compromised. Skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that an unknown quantity of pico 7 pumps failed, the devices will turn on, show the green light, but when the device is put into use, the device shuts down and stops working event though the batteries are new. No further information is available.